Manufacturer narrative:
(B)(4). One used lf5544 were received for evaluation and visual inspection found the clear insulation was damaged. The customer reported that the knife was hard to activate and then the insulation broke. The reported condition was confirmed. The knife extended and retracted normally when the trigger was activated. The investigation found the clear insulation was damaged and failed hi-pot testing. The investigation identified the root cause of the reported event to be the jaw flags causing the clear boot to tear. Manufacturing non-conformances were reviewed. No entries pertinent to the customer&#39;s report were noted.

Event description:
The customer reported that during a laparoscopic hemicolectomy procedure the instrument broke in the beginning of the operation. The knife was difficult to advance and then the insulation on the device broke. There was no extension of surgery time, no blood loss, and there was no extension of the incision. There was no damage to vascular tissue, and nothing fell into patient&#39;s cavity.